Event description:
It was reported that the pt had their device explanted since it would not recharge properly. The pt was unable to charge the device. A revision/replacement surgery took place (B)(6) 2008. There was no injury to the pt.

Manufacturer narrative:
(B)(4).